Event description:
Event was reported to caldera medical by an attorney. The pt has suffered infections, urinary incontinence, vaginal pain, urinary problems, painful intercourse, discharge, odor, dysuria, and vaginal scarring. No further info has been provided.